Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited no capture and had dislodged and was hanging in the atrium. The right ventricular (rv) lead exhibited high thresholds and clavicular crush. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.